Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert 38 indicating a motor stall on the ilet pump when preparing to announce a meal, and subsequent attempts to run a fill tubing only resulted in an unable to proceed message; the user was guided through troubleshooting and new supplies were gathered, and the alert did not persist thereafter, which aligns with a device mechanical problem involving the motor and a failure to infuse. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review of device performance during troubleshooting. Investigation of this case revealed findings consistent with a mechanical problem and a potential communications-related issue, characterized as failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency with a component failure.